Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had bolus wizard settings anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer put in her own settings and will check with her healthcare provider tomorrow. The customer was advised against putting in the wrong numbs as this could give her too litte insulin or too much and she understood. The customer was referred back to the healthcare provider for proper settings.